Event description:
It was reported that the patient experienced an increase in their usual chronic pain. X-rays revealed that the spinal cord stimulation (scs) lead was out of position. The patient underwent a revision procedure wherein the lead was repositioned. The patient was doing well.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient experienced an increase in their usual chronic pain. X-rays revealed that the spinal cord stimulation (scs) lead was out of position. The patient underwent a revision procedure wherein the lead was repositioned. The patient was doing well. No further information could be obtained despite good faith efforts. Additional information received that symptoms due to migration include the loss of therapeutic benefit.